Manufacturer narrative:
Date of event and explant date are unknown; therefore, are estimated.

Event description:
It was reported that a device explant occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. An unknown time later, patient was hospitalized with sepsis and subsequently had the watchman device surgically removed. No further information is known at this time. This report will be updated should additional information become available.